Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, during insertion, two proximal valve struts appeared bent out.  The valve was implanted successfully with no pvl and good hemodynamics.

Manufacturer narrative:
A review of procedural imagery provided showed the following: crimped valve, outside of esheath: two (2) bent (outward) struts (>90°) on inflow side of the valve; deployed valve: frame distortion on inflow side of the valve due to the two bent struts.  The complaint for frame damaged during use was confirmed based on the provided imagery review.   Although a definitive root cause is unable to be determined at this time, available information suggests that procedural factors (high push force/excessive device manipulation) may have contributed to the complaint event.